Event description:
It was reported that the customer experienced a blood glucose (bg) level of 39-40 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Customer consumed carbohydrates to address bg.